Manufacturer narrative:
The reported event could not be confirmed because neither the complained device was returned nor further information was received. A metallurgical examination could not be performed, therefore the root cause for the reported event could not be determined. Based on the statistical evaluation, no indications were found for any systematic design, material or manufacturing related issue. Device still implanted in patient.

Event description:
During surgery, the screw was broken. The broken part remained in patient body.